Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to communication problem. A field service engineer rebooted the fridge in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had helmer fridge not synchronizing. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected information in section b2 : the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.